Event description:
It was reported that the water leakage was confirmed from the funnel section of the foley catheter during pre-test. Water leakage was confirmed from the funnel branch when it was also conducted in sales.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leakage was confirmed from the funnel section of the foley catheter during pre-test. Water leakage was confirmed from the funnel branch when it was also conducted in sales.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter with syringe. Using returned syringe upon inflation solution leaked out of a pinhole on trifurcation site leading to inflation lumen measuring 0.013 inches. Also received 4 photo samples: first photo sample shows top view of catheter and syringe used second photo sample shows trifurcation site and arrow indicating pinhole. Third photo sample shows the inflation cap fourth photo sample shows the top view of the tray packaging. Therefore, the reported event is confirmed. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.